Manufacturer narrative:
Follow up to previous report as device evaluation completed. (B)(4).

Event description:
It was impossible to push the tip of the streamer through the distal part of the electrode. The streamer got stuck after 1cm. Strong force was needed to get the streamer out of the electrode. Changing to a wire with same lot everything was fine.

Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
It was impossible to push the tip of the streamer through the distal part of the electrode. The streamer got stuck after 1cm. Strong force was needed to get the streamer out of the electrode. Changing to a wire with same lot everything was fine.